Manufacturer narrative:
The insulin pump was received with all buttons functioning properly. There was no button error alarm on the device. However, moisture damage was present on the keypad traces during visual inspection.

Event description:
Customer reported via phone call button error alarm and high blood glucose levels. Customer's blood glucose level was 426 mg/dl. Customer treated their high blood glucose with insulin shot. Troubleshooting for the button error alarm was performed. Customer stated the button error alarm did not occur right after the pump was exposed to moisture. Customer stated that a button was not pressed for 3 minutes or longer. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.